Event description:
It was reported to philips that the system could not be started up. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) identified that the reported issue could not be started up and no work order created for this case because this system end of support. The root cause for the reported issue remains unknown as the device was not available for evaluation. Therefore, no further action is necessary at the time. The codes were updated based on the investigation outcome.

Manufacturer narrative:
Philips has investigated this complaint. The device use of the system is unknown; however, no patient or user harm was reported. As log files from the date of occurrence were not available, philips was unable to perform any further investigation. To gather more information about the reported event, philips reviewed the device¿s service history for the past three years and confirmed that this is the only occurrence of this reported issue. The system had reached the end of support status on december 31, 2023. The customer has declared that the system is no longer in use and was dispositioned to a third-party provider for dismantling on (B)(6) 2024. Hence, no further investigation can be carried out. The codes were updated based on the investigation outcome.